Event description:
A customer contacted beckman coulter (bec) reporting a leak of approximately 125 ml of diluent coming from the right side of the coulter lh 500 hematology instrument. The customer reported that the diluent fluid leaked onto the counter top. The leak did not impact any electrical or optical performance of the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found a broken tubing with a small hole at the pinch valve (pv49) which caused the diluent leak. The fse replaced the tubing with a new one which resolved the issue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).